Event description:
Customer reports that drain broke while surgeon was attempting to remove from pt three days following an unspecified surgical procedure. Pt was reoperated upon to remove the retained piece. Customer reports that pt is "fine" following reoperation and was discharged.